Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and experienced ventricular tachycardia (vt), cerebral hemorrhage and acute kidney injury with a demise outcome. The right axillary cut down was performed. Graft anastomosed, and introducer placed, secured with graft locks. Dr sharp accessed lv accessed with .035 guidewire and pigtail catheter. The guidewire was exchanged for an .018 guidewire. The pigtail catheter was removed and the impella was primed, backloaded over wire and advanced into the left ventricular without difficulty. The guidewire was removed out and the impella was slowly ramped up. The incision was closed and impella secured with 3-point fixation. Throughout the procedure, the patient was in and out of ventricular tachycardia. The patient was sent to the unit on support, and after arriving on the unit the patient was in ventricular tachycardia. Milrinone was stopped, lidocaine was added, and an electrophysiologist was consulted. The patient continued on support, and approximately five days later, the patient went for a computed tomography scan for a left ventricular assist device workup, and a "large" brain bleed was noticed. Anticoagulation was currently being held. Neurological status was monitored and support continued. The next day, it was noted the patient remained critically ill, worsening oxygen and acidosis. Two days thereafter, the patient had an acute kidney injury (aki) and was put on dialysis. It is unknown if the patient had a kidney injury prior to impella support and/or if the impella contributed to the aki. The patient was consulted for palliative care. The patient's condition and neurological status remained unchanged, was transitioned to comfort care and expired two days later.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation). Section: warnings, cautions & precautions: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."